Manufacturer narrative:
(B) (4).

Event description:
The pt's lead impedance measurements were checked at his routine appointment. The therapy impedances were within good range and the therapy was working as intended. Electrodes 0-2 impedances were less than 250 ohms, but they were not being used for therapy. Additional info has been requested.